Manufacturer narrative:
(B)(4). Approximately two months later, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative will discuss with the patient's physician. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that no alerts had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.